Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance. Diagnostic imaging returned no physical anomalies, but fracture was suspected. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.